Event description:
Patient needed variceal banding done. Physician requested boston scientific bander. Physician introduced scope and located varices. Two bands were placed on patient with no issue. After that the next several bands did not stay on patient. Enough tissue was suctioned before band was placed and no scar tissue was present. Bands did not stay in place at all and came off patient immediately.